Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with a sensor alert for high glucose and confirmatory fingerstick readings of 311 mg/dl and 375 mg/dl, and the user reported no associated symptoms; the user inspected infusion site and tubing without finding leaks or kinks, and subsequently replaced the continuous glucose sensor with guidance, after which the sensor was pairing. Investigation included technical support troubleshooting and user education. Further investigation of this case revealed no device malfunction confirmed and a cause for the hyperglycemia could not be determined. The user experienced no symptoms during the event, and no clinical manifestations reported by the user. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event was not confirmed to be device related and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.